Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 654 mg/dl. Customer administered a manual injection to address the issue and went to the emergency room with trace ketones identified as life-threatening by a healthcare provider. Customer was subsequently admitted to the intensive care unit. Customer reported "having problems with potassium levels". Customer was treated with intravenous fluids of saline and insulin and was discharged on (B)(6) 2024 with the issue resolved and no permanent damage.